Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that viscoelastic products were injected into a patient's eye during cataract surgery. Cloudiness of the cornea suddenly appeared that persisted at the end of the procedure. Additional information has been requested. Additional information received clarified that upon postoperative follow up, the patient is doing well with no corneal cloudiness or swelling and with no visual impairment.